Event description:
The stapler abruptly cut through the serosa and muscularis, and appear to leave a small opening in the mucosa on the medial side. This small opening was then stapled with a new stapler at the breech.